Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the product passed initial testing when connected to generator used throughout the case by the registrar who performed half of the initial part of the operation. It was noticed that a lot of the distal tip was being used for transection / small tissue bites. Then an error messages appeared "replace instrument from patient" when it was noticed that the distal tip of the blade broke off. It was evident that a metal clip of instrument had been touched in order to create a micro-fragment in the blade. The tip was removed successfully from the patient and patient was ok post-operation. A new device was opened at approximately "mid-case." The new device didn¿t have any issues. There was no delay to procedure and no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # r92003. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. When the device was disassembled to inspect the internal components, no anomalies were found, related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.